Event description:
Boston scientific received information that the patient with this device presented to the emergency department after experiencing a syncopal episode. Initially, it was thought this was due to ventricular tachycardia, however, physicians determined this was due to pacemaker mediated tachycardia with pacing at the maximum tracking rate of 130 bpm with pacing spikes occurring prior to the qrs complex. Interrogation revealed normal lead function. The device was reprogrammed and the pvarp was extended. It was thought this resolved the issue. No further adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. As no further information is expected, this investigation is complete, however, should additional information become available, this event will be updated.